Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient had try to go through the MRI mode, it says MRI mode is not available and eligibility cannot be determined. Reviewed meaning of eligibility cannot be determined. Redirected caller to managing hcp to have implant checked. They were seeing MRI information code: 252021222001 which indicates a possible impedance issue. Patient rep reported they are unaware of any falls that patient may have had.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided regarding a patient call in which communication was challenging due to the patient being difficult to understand. The patient discussed MRI mode and mentioned speaking to their doctor, but patient services was unable to clarify what the doctor said. It appeared the patient indicated that their dbs was "disabled," which in turn disabled MRI capability, and they are unable to get mris, referencing a "technical issue." Despite multiple attempts to call the patient back, their speech remained muffled, making it difficult for patient services to comprehend the reason for the call. The patient inquired about other tests, prompting patient services to review CT scan compatibility and explain the differences between mris and CT scans. Patient services advised the patient to continue working with their managing healthcare provider, suggested the hcp call with any questions, and recommended that the patient call back with someone to assist with communication. The patient acknowledged understanding, and the call ended.